Manufacturer narrative:
Internal reference number: case-(B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The arm labels were damaged. The drape clips were missing. There was excessive oil residue at the quick connect.  The inner and outer screw holes were damaged. The plastic handle was broken. A functional evaluation was performed. The broken plastic handle would not allow the device to rotate on the bed rail. The device did not power up to pressurize, therefore the weight test could not be performed. The piston migration was at 1.6 inches. The reported complaint was confirmed and the root cause has been determined to be a stress problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include excess torque being applied to the handle. The evaluated failure of not powering up to pressurize can be attributed to an electrical component problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded the electrical component failure was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider tenet connector port was not working and the handle was broken. No case was involved. Results of investigation have concluded that this unit did not power up to pressurize, therefore the weight test could not be performed which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.